Event description:
Event description guidant received information that the patient with this right ventricular lead exhibited high threshold measurements. An x-ray revealed that the lead had dislodged and a revision was performed.